Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump's (iabp) display flickered. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit completely. Found that display flickered intermittently. Reconnected display board connections. Observed the unit 1 hour. No issue found. Unit work satisfactory.

Event description:
N/a.